Manufacturer narrative:
Unit uploaded properly using carelink. No anomaly noted when uploading the pump using carelink. Unit passed the rewind test, prime, seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. Unit also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a missing serial number label. Unable to install test p-cap and a water filled reservoir in the reservoir compartment or verify fill cannula anomaly delivery due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. (B)(4).

Event description:
The customer reported via phone call that the insulin pump serial number label was missing from the back of the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the healthcare professional was unable to download the insulin pump information and customer said we needed to fix that. The customer stated that for the last 9 months to a year the healthcare professional office was not been able to upload the insulin pump. The customer informed that they got nothing and the last two times prior to that, they would just get random dates. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.